Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was scratched and screen was unable to read. Customer¿s blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Device received with severely scratched lcd window, cracked case (battery tube) and cracked battery tube threads.